Event description:
A report was received from (B)(6) stating that the device's "drive shaft is bent". The device was not being used during a surgical procedure. It is unknown if there was pt/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).